Manufacturer narrative:
See emdr-139133 (3004464228-2023-11866-00) for thermal event that lead to the patient not wearing any further pods. This complaint was reported in emdr-138902 was not necessary to report.

Event description:
It was reported by the patient that they were no longer wearing any pods, due to a thermal event that was reported in emdr-139133. The patient's blood glucose (bg) values reached 450 mg/dl. No further details to report.

Event description:
The customer reports she is not currently using the op5 pod. The customer expressed dissatisfaction due to the inability ot use the op5 system as a result from her injury from the pod on (B)(6) 2023. She was admitted to the hospital on (B)(6) 2023 for the 2nd degree burn and was given humalog for her diabetes treatment and her bg levels have been running high ever since she got home. Customer states, she did not have any insulin to give herself injection and then on wednesday (B)(6) 2023 she had a zoom call with her hcp who told her to inject 8 units of humalog with meals but her levels did not come down and they have been so high that the meter only says high. Customer states, she went to see her hcp on (B)(6) 2023 and was asked to inject 10 units of humalog with meals and 30 units of lantus. Customer states, when she was using the op5 pod, her bg levels were regulated but now the bg levels are very high. Bg now is 398 mg/dl and for lunch she consumed a salad. Customer reported the pod from the event on (B)(6) 2023 being very hot but she doesn't have the pod to send it back as it has been discarded. Insulet directed the customer to contact her hcp to get guidance on sliding scale to lower her bg levels so her bg levels don't continue to go high.

Manufacturer narrative:
Changed b5 from: "it was reported that the pod got very hot and burned the patient. The patient's blood glucose (bg) values reached over 500 mg/dl." To: the customer reports she is not currently using the op5 pod. The customer expressed dissatisfaction due to the inability ot use the op5 system as a result from her injury from the pod on (B)(6) 2023. She was admitted to the hospital on (B)(6) 2023 for the 2nd degree burn and was given humalog for her diabetes treatment and her bg levels have been running high ever since she got home. Customer states, she did not have any insulin to give herself injection and then on wednesday (B)(6) 2023 she had a zoom call with her hcp who told her to inject 8 units of humalog with meals but her levels did not come down and they have been so high that the meter only says high. Customer states, she went to see her hcp on (B)(6) 2023 and was asked to inject 10 units of humalog with meals and 30 units of lantus. Customer states, when she was using the op5 pod, her bg levels were regulated but now the bg levels are very high. Bg now is 398 mg/dl and for lunch she consumed a salad. Customer reported the pod from the event on (B)(6) 2023 being very hot but she doesn't have the pod to send it back as it has been discarded. Insulet directed the customer to contact her hcp to get guidance on sliding scale to lower her bg levels so her bg levels don't continue to go high. Discard code was also added as the device was thrown away.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the pod got very hot and burned the patient. The patient's blood glucose (bg) values reached over 500 mg/dl.